Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2011 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this info no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit will alarm at the nurses station, but not at the bed. The bed was located on the 2nd floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).